Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and halos. Clinical reason was mentioned as patient experienced dysphotopsia. The iol was exchanged for unspecified monofocal lens 11 months 1 week 5 days following the initial implant procedure. Additional information has been requested.